Event description:
It was reported that the 2.25x23 mm xience sierra stent was noted to be broken. Two other xience sierra stents were used without reported issue. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, and because the device was not returned for analysis, a definitive cause for the reported stent break could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.